Event description:
It was reported that the patient underwent a surgical procedure and sometime post-op the patient needed a revision due to an infected non-union site.

Manufacturer narrative:
H6: the products were not returned for evaluation. Preop, postop, and post revision radiographic images were provided for evaluation. Review of the preop image finds the right hallux is pointed inwards at the interphalangeal joint. The immediate index surgery postop image shows the hallux interphalangeal joint has been realigned with a headed screw and a staple is also visible. The post revision surgery confirms the screw and staple have been removed. The alignment appears to have been maintained.

Manufacturer narrative:
The products were not returned for evaluation nor were any images provided; therefore, product analysis cannot be performed.

Event description:
It was reported that the patient underwent a surgical procedure and sometime post-op the patient needed a revision due to an infected non-union site.